Event description:
It was reported that the patient's unit shuts down after a few seconds of being switched on. Troubleshooting did not resolve the issue. As a result, the patient stated that they had ambulatory issues without the use of their portable oxygen concentrator, however they were not hospitalized due to this. The Inogen Team attempted to contact the patient for further information three times with no response.

Manufacturer narrative:
B3: Date of Event is estimated. The unit was returned for evaluation on 09-JUL-2026. The unit was returned with a No power complaint, which was confirmed during testing. The unit shut down after a few minutes due to damaged power input (damaged Gold Pad). Additionally, the compressor has high power due to bad piston seal.